Event description:
It was reported that the patient presented remotely via (B)(6) net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise. The programming changes were performed. The patient status was unknown.